Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After a 90cm non-bsc guidewire crossed the lesion a 1.5mm x 20mm x 143cm coyote balloon catheter was selected for dilatation. During the first inflation, the balloon ruptured at 14 atmospheres. No resistance were encountered during procedure. The device was removed from the patient and the procedure was completed with a 1.5x15mm non bsc device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).